Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed the volume test (18.8-21.2 ml) with values of 18.170, 18.258. There was no patient involvement

Manufacturer narrative:
One device was returned for analysis of complaint that device failed volume test. Log events were reviewed and there are no errors related to the customer complaint. There were no services previously reported. Visual and functional testing was performed. The delivery test was performed three times in a row, and the results were within the parameters. Problem was not replicated. Device passed visual inspection. Probable cause was not determined.